Manufacturer narrative:
There is no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a pre-insertion testing of the trochanteric fixation nail (tfn) nail, that the devices were not aligning correctly. The nail was connected to the insertion handle, then the aiming arm was attached along with the compression nut and sleeves for a wire. It was noticed that the buttress compression nut and aiming arm were misaligned with the nail. The aiming arm was removed and a new set was opened where the alignment was accurate. There was no patient involvement reported. Concomitant device: insertion handle (part: unknown, lot: unknown, quantity: 1). This report is for a buttress/compression nut. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 357.371; synthes lot: 5080339; supplier lot: na; release to warehouse date: december 02, 2003; manufactured by synthes brandywine; no nonconformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.